Event description:
The customer stated that the display was blank. The customer stated that she went swimming a few weeks ago while wearing the insulin pump, but there was no moisture found inside the insulin pump. The reported blood glucose reading was 218 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.